Manufacturer narrative:
Upon examination of the device, it appears that excessive force had been applied to the device.

Event description:
It was reported that the device broke in the spline area during application. The device was replaced and no harm or injury occurred.